Manufacturer narrative:
The reported event of the atrial and ventricular leads were very difficult to remove from the header was confirmed. Analysis revealed that this device has the original scalable brady pacemaker (sbp) header design, which is known to have difficulties with lead insertions and removals. This resulted in both the atrial and ventricular leads becoming stuck in the header. This shows the excessive force required to remove leads from connectors with the original sbp header design. A header redesign has already been implemented as corrective actions to prevent recurrence of this issue.

Event description:
It was reported that a patient's right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch episodes. On (B)(6) 2025, the physician elected to cap and replace the ra lead. During the procedure, the physician was having difficulty removing the ra and right ventricular (rv) leads from the header of the pacemaker. The pm was explanted and replaced due to elective replacement indicator (eri). The patient was stable following the procedure.